Event description:
It was reported that the device had serial mismatch. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Investigation summary: field technician stated issue of mismatch serial was confirmed. On 12-aug-2024, lvp was received unboxed and with paperwork. Lvp when attached to lab pcu passes asm functional testing. Visual inspection has confirmed external serial number does not match the internal serial number. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to update the internal serial number. Failure investigation report attached to qn in sap. Correction: annex b: b21 annex c: c21 annex d: d16 unique device identifier (UDI)#, added pi to the unique device identifier (UDI)# field. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex b: b01 annex c: c0501 annex d: d09

Event description:
It was reported that the device had serial mismatch. There was no patient involvement.

Manufacturer narrative:
Correction: annex c: c0501 annex d: d09 annex g: g07001 additional information: annex c: c16 annex d: d03 annex g: g04080 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had serial mismatch. There was no patient involvement.